Manufacturer narrative:
Analysis synthesis: upon reception, the returned smartview connect tested and the reported behavior was reproduced, since the bluetooth communication mode disconnects itself without interaction and bluetooth cannot be activated manually. Analysis revealed that the device was working correctly until 9 april 2024, the date the bluetooth was disabled despite attempts to activate it. Smartview connect application was normally functioning at the time of the problem, periodically emitting check alerts and attempting to re-activate the bluetooth. The reported event most likely occurred due to a hardware issue or a malfunction in the pre-installed software on the smartview connect, and no malfunction is suspected on the smartview connect application. This case is an isolated case and is recorded for trend purposes.

Event description:
Reportedly, the bluetooth was initially working correctly and then deactivated by itself without any user manipulation.

Event description:
Reportedly, the bluetooth was initially working correctly and then deactivated by itself without any user manipulation.